Event description:
The patient reported the piston rod on his insulin infusion device "growls" and sounds loud. He said the noise is intermittent with the piston rod running smoothly some days. He stated he uses 150 units of insulin per day and changes his insulin cartridge every 2 days. The patient was advised to switch to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.